Manufacturer narrative:
Additional information was added to: b4, b5, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, investigation findings, and investigation conclusions). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
(B)(6). 17march2025: additional information. Please see completed information to complete customer's verbatim. During the review by our area (B)(4) units were identified (corresponding to 2 mediates). Attached is the following table, invoice, packing list and images as evidence.

Event description:
(B)(4) units with incomplete batch, (B)(4) undated/date of expiry, (B)(4) units with incomplete lot 1 immediate broken envelope, 1 sachet immediately with foreign particle, 2 empty immediate envelopes, (B)(4) units in good condition.